Event description:
It was reported that patient underwent a total hip arthroplasty utilizing a cup inserter on (B)(6) 2010. During the procedure, a portion of the cup inserter fractured and fell into the patient. The surgeon retrieved the fractured pieces and completed the surgery without injury to the patient or significant delay.

Event description:
It was reported that patient underwent a total hip arthroplasty utilizing a cup inserter on (B)(6) 2010. During the procedure, a portion of the cup inserter fractured and fell into the patient. The surgeon retrieved the fractured pieces and completed the surgery without injury to the patient or significant delay.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found scratches on the handle and wear marks typical for an inserter such as impact dents on the proximal surface. The lock tab is fractured off the lock body and the fracture surface is near-spherical. The inserter screw has both tabs fractured off and the fracture surfaces show a similar fast fracture pattern. Some apparent radial wear along the edge may have contributed to the fractures. The user facility was notified of the event on (B)(6) 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed december 15, 2010.

Manufacturer narrative:
User facility forwarded a report after receiving a (B)(4) letter from biomet on (B)(6) 2010 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event. (B)(4).